Event description:
It was reported in a journal article that 4 of the total hip arthroplasties in the cohort were deceased on an unknown date. No revision procedures were reported. Attempts have been made and no further information is available at this time.